Event description:
It was reported that during a low anterior resection procedure, the double stapling technique was performed at the site. The tissue was not sutured properly, but the resected tissue was proper. It was found that some unformed staple fell down. It seemed that the washer was cut properly and all staples were deployed. Additional suture was performed. The tissue of the anus side was thick.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.